Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device depleted pad-pak before expiry date. There was no patient involved in this event.

Event description:
Device depleted pad-pak before expiry date. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat" from heartsine technologies on the 24th january 2014. The device was returned with a reported fault of depleted pad-pak. The fault was traced back to corrosion on track 13 of the membrane tail. The corrosion may have led to the five manual power ups of ten-minutes duration recorded in the history log. The corrosion observed on the membrane tail would have likely had resulted in an excess current drain despite being unable to measure this during the investigation. This would have resulted in the depletion of the returned pad-pak. The faults could not be replicated with a known good membrane installed. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. This corrosion had also resulted in an 18v short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor. This had resulted in most of the instructional leds remaining illuminated. The corrosion on the membrane tail and temperatures reaching a low of -1.7°c recorded in the history log indicate that the device had been stored outside the indicated conditions. Furthermore, the shock button was verified during the investigation. Therefore, it is assumed that the shock key errors seen in the history log was due to a symptom of corrosion on the membrane tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.